Manufacturer narrative:
D4- UDI:(B)(4). The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single use; device discarded.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on an unknown sample type. Additional testing was performed twice on the same day using siemens rapid covid-19 ag clinitests which generated negative results. Confirmation testing was performed on the same day via pcr (platform: unknown) which generated a negative result. The consumer confirmed there was no treatment or medicine received other than tylenol. No additional information, including treatment and outcome, was provided.

Manufacturer narrative:
D4-UDI(B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 217908 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot: 217908, test base part number 195-430h/ lot: 215162. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 217908 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could have possibly been related to the specific patient sample.

Event description:
The consumer reported a false positive result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on an unknown sample type. Additional testing was performed twice on the same day using siemens rapid covid-19 ag clinitests which generated negative results. Confirmation testing was performed on the same day via pcr (platform: unknown) which generated a negative result. The consumer confirmed there was no treatment or medicine received other than tylenol. No additional information, including treatment and outcome, was provided.